Event description:
In this event it is reported that reciproc files 6x broke during use. The outcome of the event is unknown as of this MDR evaluation. Further information requested.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Only four unused reciproc blue files r25 8/100 25mm 025 were returned. Involved products broken during use were not returned and cannot be analyzed. Nothing unusual to report was found during dhrs review (batches #1729566, #1728954, #1730594, #1729557 and #1730029). The unused files were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.